Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image of the subject device was disappeared. Olympus service operation repair center checked the subject device, and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that this phenomenon was attributed to the unstable electrical contact due to the connection of the endoscope to the subject device in a condition with the insufficient drying the electrical contacts of the endoscope or adhesion of a foreign object (such as the chemical liquid residue, water deposit, sebum stain, dust, fiber of gauze), or the failure of the device other than subject device such as an endoscope, camera head and so on. If additional information becomes available, this report will be supplemented.